Event description:
On (B)(6) 2009, the pt reported that the plunger of the insulin cartridge has become stuck to the piston rod of the infusion device 4-5 times. Each time approx 20 units of insulin was spilled into the cartridge compartment of the infusion device. She was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.